Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he woke up between (B)(6) 2014 to a dead insulin pump. The customer did not know he could call medtronic for assistance. He did not troubleshoot since his insulin pump was lost due to moves. His blood glucose at the time of incident is unknown, but he mentioned that it was high. The insulin pump was not returned for analysis.